Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the skin broke out in a rash on his back under the vibration box and electrodes. The irritation was described as bright red itchy bumps, with one bleeding, and another one that has since scabbed over. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use benadryl, follow up indicated the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the skin broke out in a rash on his back under the vibration box and electrodes. The irritation was described as bright red itchy bumps, with one bleeding, and another one that has since scabbed over. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient use benadryl, follow up indicated the irritation improved.